Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 1 burst of inappropriate anti-tachycardia pacing (atp) and 3 electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). This device remains in service and no additional adverse patient effects were reported.